Event description:
It was reported that guidewire tip detachment occurred. The target lesion was in the fistula of the right arm. A hi-perf s/s xch/035/180 amplatz super stiff guidewire was advanced. During the procedure, the distal tip of the wire broke off, spilt and unraveled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR, unit returned matches with upn provided by the customer. The visual inspection was performed and revealed the distal end severely damaged (corewire fractured and coilwire unraveled). All the outer diameter (od) measurements taken were within specifications. The overall length of the device could not be measured due to the returned condition. The returned device was sent for external analysis ((B)(4) lab). Which revealed a bending/torsion/tension overload. Matching and corresponding features on both samples indicate they belong to the same failure site and unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 75% stenosed and was located in a minimal tortuous artery. In addition the device was removed normally.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).